Event description:
I was flossing and my crowned tooth fell out. 4 months prior I complained about severe pain from invisalign retainer. I was told to be gentle in this area but also to keep the invisalign on at all times of day including eating. I tried, but it was too painful in this area. Months later I was flossing and this tooth fell out. I have an email to the dentist complaining about this tooth pain.